Manufacturer narrative:
The part numbers could not be confirmed, and no lot information was provided. No returns are expected as the screws remain implanted. Possible adverse events; bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 21 may 2024, seaspine was made aware of two post-operative screw fractures in the same patient. An initial surgery was performed on an unknown date utilizing seaspine's northstar oct posterior cervical fusion system. 5-month post-operative x-rays displayed a screw fracture in the left-side screw of the c2 segment of the occ-c3 construct. A revision surgery was performed to remove the associated tulip, and the broken screw was left in-situ. No report was made to seaspine at the time. 5 months post-revision, x-rays displayed a screw fracture in the right-side screw of the c2 segment. An additional revision surgery is not planned at this time as the patient is asymptomatic and the surgeon feels they will fuse/heal fine despite the broken screw shank. The screws are believed to be 3.5 mm x 16 or 18 mm. This report is for the 5-month post-operative screw fracture related to the initial surgery.